Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed and had a crack in the display. No harm requiring medical intervention was reported. The customer had discontinued using the device and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with partial display/bleeding screen. Unable to perform displacement test or self-test due to partial display/bleeding screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, scratched case (minor scratches), scratched lcd window (minor scratches), label damage (faded end cap label), serial number label missing, cracked glass, bleeding, missing segments (lcd), debris in motor slide threads and cracked retainer. Cosmetic damage was confirmed at the display and on the back. Missing segments/partial display confirmed due to cracked (lcd) glass. Retainer ring damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.